Event description:
It is reported that the x-ray and CT scan showed lucency at the acetabular and femoral components, which would suggest loosening, so revision was scheduled. However, the patient was asymptomatic at pre-op appointment, and therefore, has not been revised.

Manufacturer narrative:
Evaluation summary: the product stated in the complaint was not returned for review. In general, loosening of an implant could be caused by: improper surgical technique; improper reaming; compromised bone stock from dislocations and/or previous surgeries; improper placement of the bone screws in the acetabulum; patient factors such as bone quality, compliance with rehabilitation protocol, and activity level; parts used from other companies that were not intended to mate. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.